Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed but the exact cause remains unknown. One 135 cm guidewire was returned for evaluation. Blood residue was present on the device. A small bend was noted 2 cm from the distal end of the wire. Microscopic observation of the bent region revealed the coils to be slightly misaligned. No apparent surface damage was noted on the material. The outer diameter of guidewire was measured and was found to be within manufacturing specification. The event description indicates resistance was noted during the insertion process. Based on the information process and condition of the returned sample, possible contributing factors include damage during handling and advancement against resistance. Since the distal section of the guidewire was observed to be deformed, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of rees0491 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that resistance was felt to insert the catheter and the distal tip of the guidewire found to be deformed. There was no reported patient injury. No other information provided.